Event description:
It was reported that there was a septal perforation. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. The physician removed the wds and was from the patient and noted a septal dissection. There were no other complications resulting from this so no additional treatment or intervention was performed. The patient will be monitored and expected to make a full recovery from this event before being discharged from the hospital.

Event description:
It was reported that there was a septal perforation. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. The physician removed the wds and was from the patient and noted a septal dissection. There were no other complications resulting from this so no additional treatment or intervention was performed. The patient will be monitored and expected to make a full recovery from this event before being discharged from the hospital.

Manufacturer narrative:
H6 patient codes corrected from perforation e2114 to vascular dissection e0515.